Manufacturer narrative:
(B)(4). Physio-control provided the customer with servicing options available for their device. It was later confirmed by the customer that they have decided to not repair their device. The customer has removed the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not consistently power on using dc (battery) power. The customer further advised that the batteries installed in their device were fully charged and that he was able to get the device to power on intermittently by removing and reinstalling the batteries. This was observed during a routine check of the device and there was no patient use associated with the reported event.